Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Dates are estimated. The UDI number is not known as the part and lot number were not provided. The additional patient effects reported in the article is filed under a separate medwatch report number.

Event description:
This is filed for patient death. This research article discusses recently approved and investigational therapies that will help shape clinical practice in the upcoming years. It was noted that patients in the mitra-fr trial showed that mitral regurgitation repair with the mitraclip was not beneficial. There was no reduction in the composite of death or hospitalization for heart failure at 24 months. Details are listed in the attached article, titled, "catheter-based management of heart failure: pathophysiology and contemporary data." No additional information was provided.

Manufacturer narrative:
The products were not returned for analysis. The lot history record (lhr) review and similar complaint review were not performed because this complaint was based on a review article, and no device/lot information was provided. Based on the limited information provided, a cause for the reported death / expired cannot be determined. The reported hospitalization was a result of case-specific circumstances. Heart failure/congestive heart failure and death / expired are listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. B2, b3: dates estimated. D4: the UDI number is not known as the part and lot number were not provided. The additional patient effects reported in the article is filed under a separate medwatch report number. Attachment: article titled, "catheter-based management of heart failure pathophysiology and contemporary data."na.